Event description:
Meter name: one touch meter (retired meter). Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. A patient reportedly went to the doctor. Patient's meter allegedly had an undefined issue. Customer was unable to test on patient's meter. The result on the doctor's meter is unknown. The time difference between patient's meter and doctor's meter is no comparison. Treatment at the doctor's office is unknown. No further information has been reported.